Event description:
Ous MDR. After an implantation period of about 62 months, elevated impedance values were reported. The lead was replaced but not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.